Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Item # unk, stem, lot # unk. Item # unk, head, lot # unk. Item # unk, shell, lot # unk. Item # unk, liner, lot # unk. Item # unk, 6.5x40 x 2 (6.5x20 x 2) screw, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08074.

Event description:
It was reported that during a revision procedure, the surgeon found a broken screw, and was unable to remove it. Screw was left in situ. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes and x-rays. Operative notes from the patients 1st stage revision notes that patient had all implants removed. A broken screw was left as it was unable to be removed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.